Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the reservoir had air bubbles in it and had high blood glucose of 400 mg/dl at the time of the incident. Customer already changed reservoir and took from the same box, but problem persist. The device will not be returned for analysis.